Event description:
It was reported that the patient presented for an implant procedure. During the procedure, when the right atrial (ra) lead was connected to the ra port of the implantable cardioverter defibrillator (ICD) with the clicking sounds, the ICD exhibited automatic mode switch. Additionally, there was intermittent noise noted on the ra lead. When the ra set screw was loosened to reconnect the lead, the set screw detached and pulled out of the ra port with the tip of the wrench. The physician suspected that the broken down set screw caused the lead noise and inappropriate mode switch since there may have been insufficient fixation between the ICD and ra lead. The ICD was removed and replaced; the ra lead was successfully connected to the new device. The patient was in stable condition.

Manufacturer narrative:
Upon receipt, the device was above eri and the atrial setscrew was not returned. Sensing noise and inappropriate automatic mode switch (ams) was confirmed in the device image, but the device behaved as programmed. The cause of the inappropriate automatic mode switch was due to noise. The cause of the noise could not be conclusively determined from the device image. The device was tested using lab set screw for the atrial port. The returned torque wrench was able to tighten and loosen set screw without any issues. No anomalies were found. The cause of the anomaly observed in the field remains undetermined because the set screw was not returned.